Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2018; animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings: review of the black box data revealed the last basal delivery was on (B)(6) 2018. The black box for (B)(6) 2018 was not available. The available black box data showed an alarm (175) for user canceled bolus on (B)(6) 2018 at 13:30 where 18.99 units out of 29.0 programmed units was delivered. Review of the total daily doses added up to correctly reflect the user¿s programmed basal rates. The pump passed delivery accuracy test and was found to be delivering accurately and within range. The keypad was peeling up at the ok button and the ok button was hypersensitive to presses. Contamination was found under the ok button contact. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging that on (B)(6) 2018, the patient experienced hypoglycemia while on insulin pump therapy with blood glucose measuring 25 mg/dl with confusion. The patient was taken to the hospital where they received food, drink and intravenous glucose as treatment for the hypoglycemia. The reporter stated the pump¿s keypad was damaged and this damaged caused the keypad buttons to be pushed without user intervention, and the pump administered insulin to the patient causing over delivery of insulin. The reporter was unable to specify which keypad buttons were affected by the alleged keypad damage. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with keypad damage prior to tactile change of keypad buttons.